Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator system, after the shock test was performed the atrial lead exhibited low impedances, loss of capture and loss of sensing. The lead was not used, a new lead was implanted.